Event description:
The acetabular grater inserted in the acetabulum before the button on the drill was pressed to begin rotation of the grater. The torque on the grater split it into two separate pieces, right where the two pieces of metal that join the size 61 grater together split in two.

Manufacturer narrative:
Additional narrative: examination of the returned reamer confirms the observation. The root cause is attributed to a supplier process error. A previous investigation by the manufacturing supplier has determined that an improper heat treat process, by a secondary vendor, is the root cause for the reported problem. Preliminary risk assessment (pra) and health hazard evaluation (hhe) (B)(4) was held and details the conclusion that minimal patient risk was identified. Corrective action has been established, and can be traced through supplier CAPA (B)(4) and depuy CAPA (B)(4). It is recognized the device is seven years into distribution. The root cause will be attributed to supplier processing error secondary to instrument wear out. Monitor through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.